Manufacturer narrative:
The information on section was missing with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to skin irritation on (B)(6) 2010. Customer¿s blood glucose was in the unknown at the time of incident. Customer was treated with antibiotics. Insulin pump had motor error alarm. The insulin pump will be returned for analysis.